Event description:
Caller alleged false positive troponin I (tni) results on triage cardiac panel test vs. Siemens dade rxl lab analyzer for one pt. Customer stated that the pt came through emergency department (ed). Ed physicians were concerned about releasing the pt based upon the undeterminate triage tni results. Sample type: triage cardiac panel test: edta-whole blood (wb). Siemens dade rxl lab analyzer: sodium heparin plasma. No specific pt information was provided.

Manufacturer narrative:
No false positive or high bias tni was observed with any of the 5 whole blood donor (n=3/donor). Samples tested on cardiac lot number w49730. One donor received a value >0.05 ng/ml (0.07). The 0.07 and <0.05 ng/ml results are within the 95% confidence limit and is not considered as discrepant result. This is also within the manufacturing specifications of <0.10 ng/ml. All other donor samples were <0.05 ng/ml. No product deficiency was established. No pt sample was returned for further analysis. All results of the retain testing met the release requirement. We have 95% reliability due to all devices being below 0.1 ng/ml for tni. As of (B)(4) 2012, there are four (4) complaints on cardiac lot number w49730.